Manufacturer narrative:
The pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil was intact with the pusher assembly. The outer diameter (od) of the undamaged section of the embolization coil was measured. The inner diameter (ID) of the introducer sheath was measured. The embolization coil and introducer sheath were both within specification. Evaluation of the smart coil revealed that the embolization coil was damaged. If the smart coil introducer sheath is not properly seated in the hub of the microcatheter when advancing the smart coil, the embolization coil may start to shape inside the hub. This may cause the embolization coil to become offset and damaged. The smart coil was attempted to be advanced through a demonstration microcatheter; however, due to the damaged embolization coil, the coil could not be advanced beyond the hub. The damaged section of the embolization coil appeared to be bunching up inside the hub while being advanced through the demonstration microcatheter. The other manufacturer¿s microcatheter and rhv mentioned in the complaint were not returned for evaluation. The damaged embolization coil likely contributed to the resistance experienced during the procedure. Further evaluation revealed that the smart coil pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging the device for return transit penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a vertebral aneurysm using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached many smart coils in the target vessel using another manufacturer¿s microcatheter. While attempting to advance a new smart coil through the rotating hemostatic valve (rhv) and into the microcatheter, the physician experienced resistance and the smart coil was unable to advance. The physician then removed the smart coil from the microcatheter and was able to advance the smart coil out of its introducer sheath with no issues. Therefore, the smart coil was reinserted into the microcatheter; however, resistance was experienced again and the smart coil was unable to advance through the microcatheter. The smart coil was then removed and the procedure was completed using a new smart coil and the same microcatheter. Continuous flush was maintained throughout the procedure. There was no report of an adverse effect to the patient.